Event description:
It was reported by service report that the scale was not working and the motion interrupt pan was broken and hanging down on the head end. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan; loose connection on scale module.